Event description:
The customer stated that the cell dyn 3200 analyzer generated a hemoglobin (hgb) of 3.38 g/dl and rbc of 3.62x10e6/ul with an rbc morphology flag. The sample was repeated on a second analyzer with an hgb of 4.12 g/dl and an rbc of 3.72x10e6/ul with an rbc morphology flag. The customer reported an hgb of around 4 g/dl and the pt was hospitalized. The hospital obtained an hgb of 9 g/dl on a new sample. The account repeated the original sample and obtained an hgb of 10.8 g/dl and an rbc of 3.77x10e6/ul with no error message. There was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.